Event description:
It was reported that the patient developed an infection. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4): 5076-52 implantable pacing lead 2011-(B)(6), a 6947-65 implantable tachy lead 2011-(B)(6), (B)(4) implantable cardiac resynchronization therapy defibrillator 2011-(B)(4). Evaluation summary: the full lead was returned in segments to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. The proximal and distal conductors had blood present (not obstructed). The outer insulation was melted. There was apparent explant damage. A visual analysis was performed only.

Manufacturer narrative:
(B)(4).